Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. There was no audible tone, no vibration alert and the display remained blank upon battery insertion. The battery cap was able to fully tighten. The original complaint of the "battery life" was unable to be adequately investigated due to the unresponsive pump due to moisture and the inability to the pump and verify the current draw levels. Unrelated to the original complaint, the battery compartment was found to be cracked. There was evidence of moisture contamination on the inside of the battery compartment. A leak test showed a leak at the battery compartment. The pump case was removed and there was no evidence of additional moisture contamination inside the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.